Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, loss of capture was observed on this right atrial (ra) lead. The lead was found to be dislodged. The lead was repositioned without complication. No adverse patient effects were reported.